Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit, a "full thickness bladder injury" was noticed intra-operatively, which was repaired vaginally (specifics unknown). The patient exhibited clear ureters, and was catheterized for ten days. Six weeks post-implantation, the patient presented with tender prominent anterior/apical vaginal mesh ridge, associated with spontaneous perineal pain and dyspareunia. Reportedly, the patient required two subsequent mesh excisions (specifics and date/s of procedures unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.